Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced vaginal mesh exposure. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was received: the hospital has been contacted for verification, please be informed that there has been no death to the patient.